Event description:
Found during routine testing. The customer reported that the device isn't working on ac power. Ac mains light is not on. Does not charge the battery and the battery was run down. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed the reported problem. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.